Event description:
During the pfa/pvi procedure, there was a procedural delay. After isolating and delivering to three veins (lspv, lipv & rspv), it was decided to deflate the balloon so the volt catheter could enter the lipv. While deflating, blood was withdrawn into the syringe. After retracting the balloon inside of the sheath, when attempting to deflect the agilis, there was a ¿click¿ sound and the sheath could not be deflected. Both the volt catheter and agilis were replaced, and the procedure was completed with no adverse consequences to the patient.